Manufacturer narrative:
Visual inspection confirms the reported screw fracture. Red residue remained stuck within the threads of the screw. Grey debris remained stuck within the hex of the screw. The hex of the screw has been damaged and scratched. No indication of a manufacturing deviation was identified on the screw when visually compared to the drawing. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. The dentist was able to removed the fractured portion of the screw from the implant and the implant remains placed.